Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be patient condition because the of the bleeding cause from all the puncture site along with all the access site.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient experienced access site bleeding the following day. It was noted that te impella site remained "oozy" along with all puncture sites (extracorporeal membrane oxygenation, central lines). A total of four units of blood and one unit of platelets was administered. Heparin was briefly stopped and restarted. Left lower extremity pulses were dopplerable. Urine remained bluish/green (from methylene blue) and adequate. The patient continued on support and work up for transplant. The patient was reported to be in stable condition following the event. Four days later, it was noted, the patient was successfully weaned and the impella cp was explanted with a survived outcome. Care was escalated to an impella 5.5.